Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician was unable to fully insert the stylet into the lead. The lead was unable to be implanted. The physician successfully implanted a different lead. The patient was stable throughout.